Manufacturer narrative:
Philips has investigated this complaint. A philips remote service engineer (rse) contacted the customer remotely and confirmed that the system was having start-up issues. Troubleshooting actions determined that the issue was damaged software. The rse suggested the customer to upgrade the system's software. After the software upgradation, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Event description:
It was reported to philips that the device was having startup issues. The device was not in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.